Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 16x2.50mm promus premier stent was selected to treat the lesion. However, the device was unable to cross the lesion despite several attempts. The device was removed from the patient and it was noticed that the edge of the stent was lifted. The device was exchanged to another of the same device and the procedure was completed. No patient complications were reported and the patient's status was good.